Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. For treatment, the patient was given antibiotics. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after a few hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.